Manufacturer narrative:
(B)(4). Date sent: 03/20/2023. Per photographic evaluation: this is an analysis of a photo submitted for evaluation. During the visual analysis, the following was observed: the photo shows a box of product code tlc75, an opened package of product code tvc55 and a device with a white reload loaded of 55 mm. However, the lot number could not be observed. Based on the photo no conclusion could be reached as to what may have caused the reported incident, the assignable cause of the reported complaint could not be determined. A manufacturing record evaluation was performed for the finished device lot number 942a48, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2023 d4: batch # (B)(4). Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned sample. Visual analysis of the returned sample revealed that the tlc75 box was returned with no apparent damage and with the first primary packaged outside totally open. The returned box indicates the lot # 908a62 with certification date ((B)(6) 2022) and corresponding to product code tlc75. Further analysis showed that the tyvek of primary packaged with lot # 942a48 belongs to product code tvc55 and device stated batch # (B)(4). In addition, for lot # 942a48 was reviewed in the quality system which was certified on (B)(6) 2022 and includes the following batches related: (B)(4), (B)(4), (B)(4), (B)(4). As part of our quality process, the manufacturing records of this lot was reviewed, and the manufacturing standards were met prior to the release of this lots. Although no conclusion could be reached on the cause of the reported event since the device was returned outside of its package. A manufacturing record evaluation was performed for the finished device lot number 942a48, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device lot number 908a62, and no non-conformances were identified a manufacturing record evaluation was performed for the finished device batch number 631a54, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Photo received and is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the photographic evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an unknown procedure, tlc55 (lot#: 942a48) came out from the box of tlc75 (lot#: 908a62). Tvc55 (lot#: 942a48) came out from the box of tlc75 (lot#: 908a62). Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.